Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 466mg/dl. Customer stated that auto mode was not adjusting the insulin at time of high blood glucose event. Customer was treated with bolus. Customer stated that they received change sensor alert and sensor updating alert. Insulin pump will not be returned for analysis.